Event description:
It was reported by the pharmacist the device was used in a right hip replacement. It was reported a pt experienced bradycardia and 3rd degree heart block and was admitted to ICU two days after the procedure. A pacemaker was inserted 6 days after the procedure. The pt was receiving .5% bupivacaine at 4cc/hr for a total of 36 hrs at the time of symptoms. The pt released from the hosp to the nursing home 9 days after the procedure.